Manufacturer narrative:
No sample was received for investigation. No lot# provided. Eval results: no investigation could be conducted due to lack of sample and lot#. Conclusions: no corrective actions can be established since the info related to the part number and lot number is unavailable to perform an investigation; therefore, the issue cannot be confirmed.

Event description:
The event is reported as: during the anterior and posterior repair procedure, the account reported that the physician was throwing the suture, and the needle tip got stuck in the capio device. The problem occurred inside the pt. The case was completed with another of the same device with no harm to the pt. No reported pt consequences. Needle remained in the capio device. .